Manufacturer narrative:
Correction: please note that patient code (B)(4) no longer applies to this report. (B)(4).

Event description:
Additional information reported the patient's "stimulation could not be performed" as of (B)(6) 2015 and that this was the reason for the previously reported operation. The cause of the issue was indicated to have been the extension. The event was reportedly "not serious" and the patient "recovered" as of (B)(6) 2015 it was noted that following the replacement of the patient's ins and extension that the patient "continued undergoing treatment." It was additionally noted the dystonia patient was being treated for primary, sporadic dystonia in their neck. The patient was not receiving any concomitant therapies at the time of follow-up.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported the dystonia patient¿s physician suspected an extension ¿fracture.¿ impedance testing was performed and found all impedance values were ¿over 40000 ohms.¿ there were ¿no¿ health hazards to the patient from the event. The patient¿s physician indicated the extension was ¿probably disconnected¿ and that ¿if you looked at the wires inside the extension, the disconnected sections were the same.¿ an alternate translation of the reported event indicated the physician suspected an extension fracture. A revision procedure was scheduled and performed as a result of the event. During the revision, impedance testing was performed after the lead was disconnected from the extension and ¿no issues¿ were found. The patient¿s ins and extension were replaced as a result of the event and there were ¿no issues¿ with system impedances following the replacement. It was noted that ¿when removing the extension, the extension was pulled, rupturing the extension¿s external sheath¿ and that ¿four of the wires on the inside also had disconnections in the same part.¿ it was further noted that ¿it was hard to believe that the wires were cut during the removal, so they were probably disconnected during the device placement¿ procedure. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
No longer applies to this event and was removed.

Event description:
Additional information received indicated that the seriousness was updated to the patient requiring hospitalization or had had to stay longer for treatment. The most recent consultation was on (B)(6) 2015.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the #1 balseal was damaged, no output was observed and upon milling open the ins can the #0,1, 2 and 3 feed thru wires were found broken. The analysis of the extension found the body conductor, #2 was broken 2.7 cm from the proximal end and the weld was broken on the #0 connector sleeve due to over tightening.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study via a manufacturer representative reported the event was confirmed by the patient's complaining of recurrence of involuntary pulling of the neck and other dystonia symptoms. These symptoms were part of the extension fracture; the fracture point was unknown. There were no neurostimulator abnormalities during implantation and removal. The lead resistance values were normal and there were no problems. When the patient was asked about a possible cause nothing came across the patient's mind and the patient, who is an active person, did not know what went wrong. The incapability of delivering stimulation and the extension fracture were events in a series of processes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.